Manufacturer narrative:
Investigation is currently in progress. Information will be updated once the investigation information is confirmed. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneously low creatinine (cre) results on their au680 analyzer. At this time, the customer has not provided data printouts. There was no affect to patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer was sent to the customer site. The fse examined the customers instrument and was unable to find any evidence of a malfunction. No hardware parts were replaced. The failure mode is unknown. The instrument is currently up and running with no further issues. Beckman coulter internal number: (B)(4).